Event description:
It was further reported that the patient presented with chest pain, dyspnea, episodic lightheadedness and chest pressure, 252 days post index procedure. ECG revealed no acute st changes. Initial cardiac markers were negative. The patient was started on lovenox and topical nitrates. Cardiac catheterization 254 days post index procedure revealed that the rca and 30% proximal stenosis within the stented segment, and 80% mid stenosis at the site of a previously placed stent. The svg to lad was patent, ans the svg to 1st obtuse marginal had minor luminal irregularities. The svg to rca was occluded with 100% stenosis at the proximal anastomosis, and the svg to r-pda was patent. The mid rca was treated with predilatation and placement of a 3.5 x 18 mm cypher stent, 254 day post index procedure. Residual stenosis was 0-10%. The patient was discharged one day post tvr on plavix and asa.

Event description:
Clinical study: same patient as MDR 6000093-2005-00613. It was reported that 254 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the mid right coronary artery (rca). The index procedure treated one target lesion to help alleviate in-stent restenosis. Target lesion 1 was a 3.25 mm vessel diameter, 99% stenosed region of the mid rca. The target lesion was 16.0 mm in length, and had severe calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x20mm during eluting stent without complication. The drug eluting stent was post dilated after depoloyment and overlapped a previously placed bare metal stent. Residual stenosis was 10%. The pt was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the pt underwent to tvr of the mid rca 254 days post index procedure. The physician treated the target lesion by placing one johnson and johnson cypher stent in the vessel. In the opinion of the physician there is an unknown relationship between the tvr and the taxus stent.